Event description:
PICC nurse accessed the vein, advanced catheter, met resistance in subclavian, tried techniques to advance - repositioned arm, head tilt, etc. Pulled back guidewire to saline flush the catheter and try to float in. When she removed the wire, the end of the wire was broken and dangling from the wire. No part of the wire was left in the pt, but as soon as she touched it, the dangling wire broke off all together.

Manufacturer narrative:
The complaint of a stylet break was confirmed, but the cause remains unk. The product returned for eval was a 3cg stylet. The magnet region of the stylet contained a break and approx 1.5" of magnet region remained. The core wire was also broken at the same site. The distal segment of the magnetic region was not returned for eval. Dark red residual material was observed throughout the sample. Microscopic examination (80x) was performed on the fracture surface of the magnet region break. The fracture surface of the polyimide tubing was roughly circular in shape with more brittle appearing features. The break appeared to occur at the juncture of the magnets at this region (the magnet at the break was whole). A lot history review (lhr) of revd1107 showed one other similar product complaint(s) from this lot number. (B)(4).